Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained high blood glucose after a supply change, with rapid insulin depletion from the cartridge and observation of purple fluid wetness around the cartridge and chamber, suggesting a cartridge leak; the user uses a dexcom g7 and performed another supply change with a prefilled cartridge, and troubleshooting and education were completed. Symptoms included hyperglycemia with a reported peak of 370 and trace ketones, without loss of consciousness or other acute symptoms. Outcomes included the need for backup therapy and continued monitoring at home without hospitalization or professional medical intervention. Investigation included user interview, visual inspection by the user, and operational troubleshooting. Investigation of this case revealed evidence consistent with fluid leakage at or near the cartridge, with odor reported from the pump pocket and accelerated insulin consumption. It was concluded that a suspected cartridge leak contributed to hyperglycemia; cause could not be fully determined based on available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.